Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, documentation, drawings, instructions for use (IFU) and specifications was conducted during the investigation. The product from the case was not returned, so no physical evaluation could be performed on the actual device used. A document based investigation was performed on this product lot. The device history record did not indicate any nonconformance that would have contributed to the issue customer reported. There is no evidence to suggest items in this lot were not manufactured in accordance to the current specification. The IFU instructs that physicians should immediately discontinue use if breaks or fractures appear in the device and/or to not use if breaks, scratches, and cracks are present in the insulation of the device. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements describing the event. At this time we are unable to determine how the device contributed to this event. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a gynecological procedure, the loop of the cook cutting loop broke off inside patient. The device portion was retrieved and nothing was left in the patient. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a gynecological procedure, the loop of the cook cutting loop broke off inside patient. The device portion was retrieved and nothing was left in the patient. According to the initial reporter, the patient did not require and additional procedures nor experience any adverse effects due to this occurrence.